Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft migrated 2 cm, due to disease progression and a 28 mm diameter x 3.75 cm length anerux aortic cuff was implanted approx a month and a half ago. No additional clinical sequelae were reported and the pt is fine.